Manufacturer narrative:
Additional information: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -12.5/1.5/104 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a spherical lens of longer length due to low vault with rotation. The exchange resolved the problem. Cause reported as other, "small lens size."